Event description:
It was reported that a pt received inappropriate apt therapy for an svt. The device diagnosed vt because rate branch showed the ventricular rate to be higher than the atrial rate. It was recommended to either shorten pvab or change to ventricular only discriminators.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.